Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to customer's blood glucose level. Reportedly, customer changes the cartridge and infusion set tubing once a week.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.